Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 500cc mentor smooth round moderate plus profile prostheses and experienced bilateral deflation postoperatively. The diagnosis was confirmed based on visual examination. As a result, the patient underwent explantation on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 30-mar-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 580cc mentor memorygel breast implant prostheses (catalog#: smhx580, left serial#: (B)(6), right serial #: (B)(6). On 15-apr-2021, mentor received additional information regarding the patient¿s symptoms. The patient¿s symptoms were improved after the revision surgery. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-jun-2021, mentor received additional information regarding the event date and patient¿s symptoms. The patient had a consultation with her surgeon on (B)(6) 2021 due to left-sided deflation. The event date was updated from (B)(6) 2021 to (B)(6) 2021. Initially, it was reported that the patient experienced bilateral deflation. However, additional information revealed that the patient underwent the bilateral revision surgery due to the left-sided deflation, not due to bilateral deflation. In addition, the right-sided device was observed to be intact upon explantation. The relevant fields have been updated. Updated reason for device explant and/or reoperation: left-sided deflation. On 28-jun-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-apr-2021, the analysis was completed based on a photo that was provided investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be intact. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).